Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed triangle w/exclamation mark. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge.(call tech support in display). The receiver download observed a call tech support alarm. The customer complaint was confirmed because a call tech support alarm was seen on receiver screen. The reported event of an error icon display was confirmed. The root cause could not be determined.